Manufacturer narrative:
(B)(4). Visual examination of the returned device found residues present indicating use/handling. The basket wires intact and extended. Additionally, the basket tip was intact and the side car-rx presented pushback out of specification. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and have been pushed forward into the distal end of the handle assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula has been forcibly pulled out from the set screws. Further evaluation found the handle label has been removed exposing the set screws which were found to be present in the handle assembly. The distal screw depth was measured and found to be within specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Although it can not be determined how much tensile force the handle cannula received during the procedure, residues were present on the device indicating use/handling. Therefore, the most probable root cause of this complaint is operational context since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trapezoid rx basket failed to open inside the patient. The basket was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; handle cannula detached/separated and side car-rx (guidewire port) pushback.